Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered, the balloon would not hold pressure and stent delivery device damage was noted. The physician deployed a taxus epxress2 drug eluting stent (size unknown) in the left main. He then noted a second lesion distally in the diagonal. He attempted to pass the taxus express2 8.8 % 2.50 x 16 mm drug eluting stent through the previously placed taxus stent in the lm, however, he was unable to cross the calcified lesion in the diagonal. The physician noted resistance as he was withdrawing the stent delivery device. The physician then predilated the lesion with a maverick ball0oon to 12 atms. The same taxus stent was then advanced to the lesion in the diagonal, however, upon inflation, the balloon would not hold pressure. The stent was removed and the proximal struts appeared to have lifted off of the balloon. The procedure was completed using another of the same device. No pt injuries or complications were reported.